Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with syncope/near syncope and a device interrogation indicated possible occasional intermittent right atrial (ra) lead undersensing in the presenting egm and in some atrial arrhythmia episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.